Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was evaluated by an electrophysiologist (ep), and loss of capture was found. The ep decided to hospitalize the patient for a procedure to reposition the lead. The patient had high levels of anticoagulant, so the procedure will be performed when the patient is stable for intervention. When the procedure was performed, repeated attempts were made to reposition this lead, but it was not possible based on the patient's anatomy. The patient will be scheduled for an epicardial lead implant procedure. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.